Event description:
It was reported that the top button wake button on the device was unresponsive, and the pump needed to be plugged in at times to operate. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting for the issue.